Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the surgery detailed in this event occurred 4.3 months apart. Initial and prolonged hospitalization required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. This investigation was received and has been identified as the second stage of a two stage process to alleviate a patient infection. This process consists of the removal of implants that are present in the infected joint, building a spacer to fill the joint and coating the spacer with antibiotics which is then implanted into the affected joint. The first stage surgery is documented. Upon determination that the infection is under control and the tissue is normalized, the antibiotic construct is removed and new components are implanted. This event is not the result of a product deficiency, failure or issue. There was no new information from the previous surgery regarding cultures identified in the infection, severity of the infection or any patient activities, accidents, or medical contraindications that may have contributed to the previous infection.

Event description:
Second revision surgery - components that were used as an antibiotic spacer were removed.